Event description:
It was reported that the patient presented with a myocardial infarction. The target lesion was located at the bifurcation of the left anterior descending artery (lad) and the diagonal. The balance middleweight universal ii (bmw uii) guide wire was placed in the lad and an unspecified guide wire was placed in the diagonal. A non-abbott stent was implanted at 10 atmospheres (atm) at the bifurcation. When the bmw uii guide wire was attempted to be retracted, the guide wire separated, as the tip of the guide wire had been jailed between the implanted stent and the vessel wall. The tip of the guide wire remains under the stent, between the stent and the vessel wall. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.